Event description:
Device beeps every few seconds. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. During the investigation, the green status led was flashing green alongside a failure chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in leakage current to beeper bp1. The same issue has previously been investigated by the membrane supplier schurter who have implemented a preventive action to alter the previous test parameters to ensure no parts will pass test with reverse leakage above specified parameters. The device was subject to sam 350p final unit test at heartsine on the (B)(6) 2017 ¿ during this testing, no fault was found on the unit. This would therefore indicate the led had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeps every few seconds. There was no patient involved in this event.